Event description:
It was reported that device delivered therapy in the vf zone during an svt. It was recommended to increase the vf detect cut-off. The representative will make the programming change and monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).